Event description:
Customer stated the aligners caused them to bleed, caused pain and the left side of their jaw ins not aligned properly. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.